Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported damage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10 corrected: h3

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this instrument was not used in this surgical case. When inspecting instruments from previous cases this instrument was missing from a set. When attempting to utilize one from our spare instruments, it was noticed that the plastic tip was broken off. A different one was utilized and this broken instrument was immediately taken out of service. At the same time it was noticed that the t-handle in the spare instrument had a cracked and needs to be replaced.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.